Event description:
It was reported by the customer that the bd pyxis¿ medbank tower drawer had failed to open when they tried to issue levofloxacin 500mg/100ml medication. As per reported, when the customer issued medication earlier, no drawer opened. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to open. A technical support specialist identified that the item was not located in the drawer, instead assigned to an external bin. The customer later found that the item was in the refrigerator. No additional information available.